Event description:
It was reported that during a gastric sleeve procedure, the knife moved forward but stopped at 1st firing on the fundus. The surgeon waited until the compressed, and attempted to fire, but the device could not be fired. Knife reverse switch could not be functioned, and manual override lever was used to return the knife. No unexpected sound was heard. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. When the cartridge was checked after the operation, it was found that the sled has been slightly moved. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Batch # 144c55. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with the closure trigger and anvil in the closed position and no apparent damage. A gst60g reload partially fired 1/16 was received along with the device and an ech60r was attached to the anvil and channel. No damages were found in appearance. Also, one ech60r package lot: sbcckcs0) was returned. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device, ech60r and reload were tested for functionality in the straight position by resetting and reloading it into the device. However, the device could not be activated. After disassembly, the device was tested for functionality and it was manually assisted. The motor was activated and the knife moved forward. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No conclusion could be reached as to what may have caused the pcb board to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 144c55, and no non-conformances were identified.